Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead had a high out of range pacing impedance measurement of greater than 2000 ohms. Additional information made available from the field indicated that there was no connection issue between the device and lead but rather the rv lead had perforated the patient. Surgical intervention was required to reposition the lead, which was successfully done with favorable outcomes. The lead continues to remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.